Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) unit is not working on battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found that the unit needed a replacement of the sealed lead acid batteries. So, in order to solve the issue, the fse replaced the batteries. The fse then stated that the unit was working satisfactorily on both ac mains and battery, the charging indicator was on, and that the battery status indicator was ok. The unit was then handed over to the customer in good working condition.

Event description:
N/a.